Event description:
The customer reported very thin stream of water dripping from the sample probe of the beckman coulter au5400 clinical chemistry analyzer. The customer did not know the amount of fluid that had leaked, but indicated that the leak has been contained. The customer could not determine the source of the leak. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event, and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the internal wash valve failed to fully close allowing water to pass and leak out of the probe tip. The fse replaced the internal wash valve to resolve the leak and verified repair per established procedures. Failure mode of the leak is attributed to a defective internal wash valve. (B)(4).